Event description:
The rptr is concerned about what they consider to be a design flaw with this device. The exhalation valve has a flap requiring the child to inhale through their mouth to ensure that they receive the medications. This flap falls off frequently and is easily overlooked, resulting in non-delivery of medication, and in the rptr's case, the child becomes ill. The rptr is especially concerned about this.